Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. Treatment for or if the patient was hospitalized for the peritonitis event was not reported. The outcome of the event was unknown. No further information was provided regarding whether dianeal therapies were ongoing. No additional information is available.